Event description:
The patient reportedly experienced overly loud sensations followed by a loss of sound. External equipment was exchanged however the problem was not resolved. Testing by the center confirmed that the device was not functioning. Revision surgery has been scheduled to explant the patient's device and re-implant with another advanced bionics device.